Event description:
Per the clinic, the device was explanted after post-implant imaging confirmed that the electrode array was not appropriately placed in the cochlea. The patient was reimplanted with another device during the same surgery on (B)(6) 2011. The manufacturer became aware upon receipt of the explanted device on january 31, 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).